Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade 3. (B)(6).

Event description:
Healthcare provider reported "contracture grade 3" against a right side device. Device remains implanted. Patient was treated with "monteleukast-montelair".

Event description:
Healthcare provider reported "radial folds" "enlarged lymph nodes" "calcifications" and "deformity and hardening in the breast" against a right side device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: "enlarged lymph nodes" "deformity and hardening in the breast."